Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that "the event of reinsertion in the case" meant a new coil was opened and placed on the table. At the time of opening and checking the coil, it was detached inside the sheath. The report of "the coil was loose inside the sheath." Also meant the coil detached.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard bag; within an opened concerto implant coil outer carton and within an opened concerto implant coil inner pouch. The concerto implant coil was returned without the introducer sheath. Visual inspection/damage location details: the actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The break indicator was found intact. The concerto pushwire was found to be broken and separated at ~144.6cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ and ¿coil separation break¿ was unable to be confirmed as the pushwire was returned with the implant coil still attached. However, the pushwire was found to be broken and separated. The root cause for pushwire separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the damage was observed after opening the package, when the coil was removed from the sheath. The coil was found detached inside the sheath. The damage was noticed upon opening the package. There was no preparation performed prior to the damage being seen.

Event description:
Medtronic received a report that the coil was locked free inside the sleeve. There was coil separation/break/premature detachment. The implant coil remained in the patient. The coil was not implanted at the intended location. Another coil was passed through, which was implanted into the patient and that of the event of reinsertion in the case. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. The continuous flush administered during the procedure. There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. The patient was undergoing surgery for treatment of hypogastric embolization. It was noted the patient's blood flow was normal and v essel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.